Manufacturer narrative:
The peritonitis occurred on an unreported date ¿recently¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause of the event was reported as due to a mycotic infection. The site of the infection was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug injection and unspecified medicine for the event (no further details). At the time of this report, the patient was not recovered from the event. Pd therapy was continued "at the earlier stage of treatment and was withdrawn at the later stage of treatment. No additional information is available as the reporter declined follow up.